Event description:
The complaint alleges that a hole was observed in the circuit and the ventilator failed the leak test. This was defected prior to pt use.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specs. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a f/u report will be submitted with the investigation results.